Event description:
A customer reported an occlusion alarm with their pump, but technical support was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.